Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in a very tortuous saphenous vein graft to the obtuse marginal coronary artery. It was not possible for the stent to cross the calcified target lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon and traveled to the femoral artery. Attempts to retrieve the stent were unsuccessful. Subsequently, the target lesion was pre-dilated with an unknown ptca balloon and another s7 stent was successfully deployed. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The instructions for use were not followed for pre-dilatation which likely contributed to the stent not crossing the lesion.